Manufacturer narrative:
Device not returned.

Event description:
It was reported to philips that the ECG cable is worn and the customer wanted to order replacement cable. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact. The remote service engineer (rse) evaluated with the assistance of the customer and confirmed the ECG cable would need to be replaced. Upon conclusion it was determined that this was due to worn ECG cable. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.